Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery or unexpected low reservoir alarms noted.

Event description:
Customer reported hospitalization due to high blood glucose. The event happened a year and a half ago. The blood glucose at the time of the event was 600 mg/dl. Customer was vomiting and unable to ambulate. Customer stated that the he was hospitalized for three days. Customer stated that he cannula may have been the problem, but not sure. Nothing further reported.